Manufacturer narrative:
Intuitive surgical has received the master tool manipulator (mtm) involved with this complaint and completed investigation failure analysis investigation did confirm error 23025 during power up. The axis 3 motor will be replaced as a fix. Based on the additional information provided, this complaint will remain reportable due to the following conclusion:the system unavailability after start of the surgical procedure (first port incision) led to the procedure being converted to a laparoscopic procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the customer experienced an error 23025 on the left master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to power cycle the system; however, the issue persisted. The site converted and completed the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure error code 23025, pointing to the left mtm. The tfs replaced mtml to resolve th issue.